Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge coupled device unit was damaged while the user was handling the device, which led to occurrence of the event. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during inspection before use of an unspecified procedure, the evis lucera elite bronchovideoscope has ¿no image when using angulation¿. The user facility finished the procedure with another device without delay. No death or injury and no impact to patient or other was reported.

Manufacturer narrative:
The referenced device was returned for evaluation confirmed, the device loses image due to a defective charged coupled device (ccd) unit and the image disappears during angulation in up/down directions. The image also noted the insertion tube section has a slight indentation. The device was last serviced via repair in october 2022 for a leak in the bending section cover had deformation. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.